Event description:
(B)(4). Severe abdominal pain, severe uterus pain, stomach aches, headaches, brain fog, weight gain, hair loss, no energy, cramping, loose bowels,

Event description:
(B)(4) severe bloating!!! I look 9 months pregnant all the time! Swollen legs, my body basically thought it was pregnant again - and I am not! Ehell removed and tubes removed (after only in for 3 months!) And at 1 week post surgery no ab pain, no uterus pain, no stomach aches, no headaches or brain fog, I have lost weight, no swelling, no cramping except at surgical site. Energy is coming back and praying this belly goes away and my hair starts growing again. This product needs removed from the market immediately!